Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead were oversensing atrial pacing on the rv channel, which resulted in pacing inhibition for 3 consecutive beats. There have been no adverse patient effects reported due to the pacing inhibition. The v-blank after an atrial pace (ap) was extended to 65ms, which resolved the issue.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the pi will be updated. Approximately four years later the device explanted and replaced due to an upgrade. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.